Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1tftx, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, ubd: 0 1-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the ins was not working so she had it replaced because the lead went haywire. The patient stated that the replacement was today. No further complications were anticipated/report ed.